Manufacturer narrative:
This event was previously reported under manufacturer report number 2916596-2023-03140. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient expired on (B)(6) 2021. This event was determined to be supplemental information to manufacturer report number 2916596-2023-03140.

Event description:
It was reported that patient passed away. No additional information was provided.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.